Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of cell #10 of biotestcell-i11 with anti-fy(a) and anti-jk(b). In the antigen profile sheet cell #10 is typed as fy(a-b-) and jk(a+b-). Despite several requests, the customer was not able to provide a date of event. We received neither the supposedly defective product that had caused false positive reactions nor the affected reagents. Therefore our quality control laboratory tested the retained sample of biotestcell-i11 with the blood grouping reagents seraclone anti-jk(a), seraclone anti-jk(b), anti-fy(a) and anti-fy(b). The affected cell #10 was typed fy(a-b-) and jk(a+b-). The typing results confirm the data of the antigen profile sheet. We could not observe any mistypings but only correctly positive and negative results of the allegedly defective lot. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.